Manufacturer narrative:
Alarm noted in the alarm history screen due to corrupted history files. The device passed the self test, displacement, rewind, basic occlusion, prime and excessive no delivery tests. Programmed basal profiles and boluses delivered and recorded properly. No daily total, basal or bolus anomaly observed during testing. A scratched display window noted.

Event description:
It was reported that the insulin pump settings were erased. Caller stated that about a year ago the customer's insulin pump delivered too much insulin and the customer's doctor told them to stop using the insulin pump. Caller stated that the customer's insulin pump has been stored for about a year. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.